Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had been getting stim in the rectum and having major diarrhea and difficulty urinating (can still urinate but difficult). Patient stated in the past, they felt stim more in the vaginal area. Patient tried increasing amplitude but still only felt it in the rectum area. Pss reviewed stim considerations and pp use. Patient synced to ins over the phone and indicated being on 1.5v with no additional programs available. Additional information received as doctor reported that patient had chronic constipation now 2 times a day. Patient had chronic left sided low back pain without sciatica. Patient had issue of incomplete emptying off bladder. Patient also had issues of variable hypogammaglobulinemia, counseling for irritation of birth control method, dyspareunia, encounter of iud removal, gastroparesis. Reprogramming was done and issues of stim in the rectum, diarrhea and difficulty urinating got resolved.

Event description:
Additional information was received from a consumer (con). It was reported that they were going to see a doctor to resolve the issues.